Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope that control unit in jet tube was clogged and water cannot be supplied. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. It is unknown if there were deviations from the instruction manual in the reprocessing steps at the material residue point. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from switch 1. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in cf-ez1500dl/I operation manual, chapter 3, preparation and inspection. IFU states that preventive measure in cf-ez1500dl/I reprocessing manual, chapter 5, reprocessing the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.